Event description:
This discrepancy in her2 test result was brought to my attention by an oncologist. The oncotype test, (B)(6) reported her2 as negative 9.1 units, negative <10.7, whereas our fish lab reported the her2 as equivocal with a ratio of 1.99. There is potential pt harm if this pt is denied targeted her2 therapy on the basis of the oncotype test result.